Manufacturer narrative:
(B)(4). Lot # m90n3r. Additional information was requested and the following was obtained: is the blade tip being returned with the device for analysis? No further information on returning. Please clarify the lot or batch #? Lot # is m90n3r.

Manufacturer narrative:
(B)(4). Batch # m90n3r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that prior to a thyroidectomy procedure, the tip of the device scalpel was broken. It was before applied to the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.